Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that not enough insulin is going through the machine, and it is causing high blood glucose levels. The customer states they did not receive any alarms. The customer declined to conduct high blood glucose troubleshoot. The customer states the insurance company was involved stating they were going through three times as much insulin as they should be. The customer states they stopped using the pump. The customer state they have neuropathy and the pump is too difficult to work with. The customer has reverted back to lantus and humalog and it appears to be working. The customer did not want to be on hold and asked for a call back. The customer was attempted to be reached, but was left a voicemail in regards to the amount of insulin usage. No further assistance was provided at this time.